Event description:
The customer reported that the system would not capture fluoroscopic x-rays. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.